Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1982 showed three other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported in the early stage, the tube was flushed normally, and the puncture was smooth, but it was difficult to use a high-pressure sleeve to cover the catheter. When connecting with the connecting tube, the two tubes were tightly connected. There is no locking touch. With a slight pull, the two ends can be separated. No other information was provided.